Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left knee rev - original surgery (B)(6) 2016. Patient complained of pain, tibia was loose - implant from cement. Removed tibia & poly.

Manufacturer narrative:
: Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> a previous DHR review was conducted (B)(4) for smartset gmv 40g us eo, product code 545050501, lot number 8151362. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.